Manufacturer narrative:
No prod will be returned for eval.

Event description:
The pt stated that she observed an 03 (low electronic battery) error followed by an 07 (sys alarm) error displayed on her infusion device. She then replaced the power packs in her infusion device. Once the power packs had been changed, she observed an 02 (low motor battery) error. She stated that she cleared the error at that time and it did not reoccur. However, she noted that her blood glucose readings were higher than normal following the replacement of the power packs. She reported elevated blood glucose readings of 232 mg/dl and 344 mg/dl. She reported that she awoke in the morning and her blood glucose reading was normal at 86 mg/dl. She stated that she bolused insulin to correct her elevated blood glucose readings, but bolused 1 unit of insulin less than that recommended by her physician. She was advised to follow the recommendations of her physician. Troubleshooting did not find any issues with the prod. She believed that her elevated blood glucose may have been the result of her becoming nervous, because of the occurrence of the error message, and the fact that she did not bolus the amount she should have. She also believed that her high blood glucose readings might be due to the fact that she was disconnected from her infusion device while she was changing power packs and programming the clock. No prod was requested to be returned for eval.